Event description:
A customer contacted baxter's technical center regarding the display not working correctly. The technical service representative (tsr) had the home patient (hp) cycle the power, press go to start and reviewed the alarm log. The alarm log showed a system error 2240 and 2367 alarm. The hp had disconnected earlier and then reconnected. The tsr reviewed disconnect procedures with the hp. The homechoice (hc) was operational. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) identified during baxter's investigation. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).